Event description:
A report was received that during a lead revision the physician explanted the entire system due to cellulitis. The physician believes the cellulitis is not device related. The patient is doing well following the revision.

Manufacturer narrative:
A review of the manufacturing documentation for the explanted devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Manufacturer narrative:
(B)(6) 2011. Additional suspect medical device component involved in the event: model#:sc-1110-02, (B)(4), description: ipg kit without pull-through tunneler model#:sc-2352-50, (B)(4), description:linear 3-4 lead 50cm the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that during a lead revision the physician explanted the entire system due to cellulitis. The physician believes the cellulitis is not device related. The patient is doing well following the revision.